Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and subsequently the device was explanted on (B)(6) 2017. There are no plans to re-implant the patient as of the date of this report.